Event description:
It was reported that the basket separated from the cable of the device while going through the apex of the graft. A snare device was used to remove the basket. There were no pt complications.

Manufacturer narrative:
MFR control no. Dc980384. The sample has been returned to arrow. Evaluation of the returned sample found that the basket had separated from the cable due to fatigue failure, following high cycles of activation of the device in the appex of the graft.